Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a pacing impedance measurement less than 200 ohms. The local area field representative reported the physician was aware of the issue and planned to continue monitoring the situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local area field representative indicating this patient has been scheduled for a device upgrade and lead revision procedure at a future date. No adverse patient effects were reported. Should additional information become available this report will be updated.